Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber adhesive falls off.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the bending rubber gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber gluing. In addition, we confirmed that the insertion flexible tube (ift) perforated, the operation channel dirty, the aft suction tube dirty, and the bending rubber gluing worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, we have received the following information. In this case it could not be denied that the glue falls occurred in the human body. Therefore, based on the technical report "(B)(4) (bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.